Event description:
It was reported that after doing a blood glucose test the patient injected himself with insulin. The patient passed out due to hypoglycemia and paramedics were called. The patient was treated at the hospital with a glucose solution. The patient was unable to provide any blood glucose results. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.